Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer went to the pharmacy. The customer will be using another company meter at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 120 and 188 mg/dl. The expected fasting blood glucose test result range is 97 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored\ according to specifications in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.